Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreens detected touch position was off from the actual touch position. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer received the device back at their site and stated that the touchscreen issue was observed out of the box. The customer requested bench service by a bench service engineer (bse), and the device was received at the bench on 07apr2025. On 16apr2025, the bse evaluated the device and could not duplicate the touchscreen issue. No faults were found during the bse's evaluation. However, when the bse checked the device diagnostic report (drpt), it was seen that there were repeated instances of "100% o2 activation" followed by immediate "o2 cancel" actions. The bse stated that this could be indicative of an intermittent touchscreen issue, so the bse will replace the touchscreen as a preventative measure. Further service is pending. This investigation is ongoing.

Manufacturer narrative:
On 23apr2025, the bench service engineer (bse) replaced the touchscreen to resolve the issue. Following the part replacement, the bse confirmed that the device was fully functional by completing a performance verification test (pvt) which the device passed. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.